Event description:
The user facility reported a 64-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During initiation of support, the staff observed that the automated impella controller (aic) failed to detect an installed purge cassette. The purge cassette was replaced, however the issue remained. The automated impella controller was subsequently swapped to resolve the reported failure. Upon further inspection of the replaced automated impella controller, it was noted that the cassette door would not properly close. The patient was successfully weaned, and the impella 5.5 was explanted. There was no harm to the patient.

Manufacturer narrative:
The investigation for the controller (aic) has been completed. The aic was returned for evaluation. Functional testing confirmed the inability to detect the purge cassette. Visual inspection found that the purge disk retainer was broken. Additionally, the purge lid door was found to be stuck. Data logs were reviewed but no apparent issues were found with detecting the purge cassette were present. The purge door mechanism does not have relevant data logs. The cause of the purge fluid not detected issue was a broken purge disc retainer. The cause of the inability to close the purge door was most likely due to the contamination of the latch assembly. This report is being filed as part of a retrospective review of historical records.